Manufacturer narrative:
Additional information: b5, h1, h3, h6.

Event description:
Further information was received that the reported issue occurred during a shoulder arthroscopy. The customer further reported that no harm has occurred however the event could have resulted in vascular and neurological compression and therefore it was decided to abort the surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a surgery the inflow was very high with a pressure setting of 50. Patient had infiltration inside tissues but no injuries. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. No further information received.